Event description:
The advocate stated the customer received a blood glucose reading of 35mg/dl from his contour and a reading of 346mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer. Strip information was not obtained. Meter information was given.

Manufacturer narrative:
Testing of the returned strips gave 3 of 5 e11 error codes the e11 error codes were most likely due to the strips being exposed to a moist environment which could contribute to higher results. The retention lot# gave satisfactory performance